Event description:
The digital stryker prophecy team received CT scans indicating that the patient may require a revision of a prior total ankle replacement involving a wright medical/stryker device. Additional information indicated that the planned revision will address both the talus and tibia, with consideration for conversion to an inbone implant. The revision is associated with a reported tibial peg breakage, which led to subsidence of the tibial component.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.